Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number, or sample was provided.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical's mesh product. Allegedly, following the implant of c-qur v-patch mesh plaintiff experienced chronic pain, inflammation, mesh infection, chronic granulation tissue, chronic wound drainage, adhesion, scarification, and was required to endure subsequent invasive surgeries to repair recurrent hernia and to remove the device. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.